Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of five (5) unused samples in original packaging were provided for evaluation. The samples underwent visual inspection, and was noted to be assembled per product drawing and no kinks were found on any of the samples. Additionally, a luer taper test was performed on all luers with passing results. Thereafter, the samples were subjected to functional occlusion testing, and no occlusion was found. The samples were leakage tested following design input requirements, by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water, and no leakage was observed. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer description of the event being reported: air bubbles/kinked lines/micro bubbles when on the machine, leading to clotted off dialysis system, which requires the entire dialysis system to be changed out (lines, dialyzer, and saline bag).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.